Manufacturer narrative:
The handpiece and particle will not be returned for evaluation. The serial number was not provided; therefore, the device history record review cannot be performed at this time. At this time, no remedial, corrective, or preventive action is required. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported a white particle in the patient's eye during surgery. The particle was removed with the phaco needle. The procedure was extended by 0-15 mins. There was no patient impact, clinical consequences or medical intervention.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is closed.